Event description:
On 21-mar-2023, intuitive surgical inc, (isi) received mw5115590 stating: robotic gastric bypass procedure. During procedure, robotic sureform 60 stapler malfunctioned. The surgeon was unable to use full range of motion with wrist. A second stapler was opened, the surgeon was still unable to use full range of motion and the stapler was moving out of sync with the surgeon's movements which is a safety concern. A third stapler was opened and worked correctly. No patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the device involved in this complaint and, therefore, cannot perform a device evaluation.